Event description:
Pt had an episode of intrathoracic bleeding on post implant day 5. The anticoagulation was above the target range demonstrating that the pt was hypocoagulable. Pt's hct decreased from 38% to 27% and had a chest tube output of 200-300cc. Two units of blood were transfused and the anticoagulation medication regime was addressed.

Manufacturer narrative:
(B)(4). Pump was implanted on (B)(6) 2013. Bleeding was resolved and no clinical sequelae occurred as a result of the event. This event was due to the management and titration of the anticoagulation being above the target. The pt did not face a permanent injury nor was there a life-threatening situation or injury. Medical intervention was required with the addition of 2 units of blood. (Limit was 20 cc/kg in 24 hours or about 440 cc). Ref imp number (B)(4).